Event description:
It was reported that suture placement was attempted in the heavily calcified right common femoral artery using the perclose technique prior to an abdominal aortic aneurysm procedure. Reportedly, resistance was felt during removal and the device separated between the proximal (silver part) and distal guide (black part). A surgical cut-down was done to remove the distal guide and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide separation was confirmed. The reported resistance felt during removal could not be tested, thus could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar guide separation incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.